Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the patient was hospitalised for 3 days and was treated with IV antibiotics (specific date and duration not reported). The implanted device remains.